Manufacturer narrative:
(B)(4). During the product evaluation it was determined that the suspect device in question was the architect (B)(4) analyzer. Prior to this date the assay was the suspect device, which is not distributed in the us. (B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, field service evaluation, a service record review and a search for similar complaints. The abbott field service engineer complete preventative maintenance which included changing out of parts. However no single cause was determined for the discrepant results. No issues were identified which would indicate a product deficiency from the record review. Tracking and trending did not identify an adverse trend. Based on the available information no malfunction and no product deficiency of the architect i2000sr analyzer, list number 03m74 was identified.

Event description:
The customer observed (B)(6) results while using the architect (B)(4) analyzer. The customer indicated the patient had previously been positive. The following results were provided: the customer indicated the sample had been (B)(6) at another site and when testing was completed at their site it was initially (B)(6): (B)(6)no impact to patient management was reported